Event description:
It is reported from baxter (B) (4) that a (B) (6) female patient experienced an overinfusion while using a baxter infusor sv2. According to the reporter the infusor was filled with sodium chloride (nacl) initially then with 5-fu 3460mg (wintrop). Forced priming occurred during preparation of the device. The infusion started on (B) (6) 2009 at 16:00 and the infusor was found empty on (B) (6) 2009 at 22:00; 30 hours instead of the expected 48 hours. The reporter stated that the flow was checked after the filling step, no air bubbles were observed into the inlet and there was no observation of drug crystalization. According to the reporter the flow regulator was in direct contact with the patient's skin. The patient was connected to the infusor through a "port-a-cath" at the level of the chest via a 22 gauge needle set on via central way. The patient was carrying the infusor at the level of the waist. There was no report of patient injury or medical intervention.

Manufacturer narrative:
Device evaluation: the reported condition of overinfusion could not be confirmed. One used samlpe was returned to baxter for evaluation. During evaluation, the sample was visually examined for signs of defect or abnormality that may have contributed to the reported condition; however, none were found. A standard flow test was subsequently performed on the sample for 42 hours. At the end of the flow test period, the flow rate was found to be within the specification range. (B) (4)